Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. The malfunction code was resettable, but the customer did not have charging supplies available to perform the reset, leading them to rely on multiple daily injections (mdi) as an interim solution. There was no indication of any additional actions taken or outcomes beyond these measures.